Event description:
New information noted that implantable cardioverter defibrillator (ICD) failed to deliver therapy as it exhibited incorrect interpretation of signal. Patient was admitted to hospital for ventricular tachycardia (vt) and externally cardioverted. Programming changes were made. There were no patient consequences and patient condition was stable.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's implantable cardioverter defibrillator (ICD) failed to deliver shock during tachycardia episode. No intervention was reported. Patient condition was unknown.

Manufacturer narrative:
Additional information was requested but not received.